Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold and intermittent capture on the left ventricular (lv) lead. The lead remains in use. No patient complications have been reported as a result of this event. (B)(6) 2019: it was further reported there was no capture and dislodgement on the lv lead. The lead was capped and replaced. There was also unstable threshold on the right atrial (ra) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.